Event description:
It was reported that following a pump replacement the patient developed a staphylococcus infection. The pump was removed and the patient was put on antibiotics "from the cdc." Six months after the infection the patient received a new pump. The device system was used to deliver bupivacaine and morphine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type catheter.

Event description:
Additional information received reported the patient was on antibiotics for six weeks following device removal. Since the new pump in 2004, the patient has had no problems whatsoever.

Manufacturer narrative:
(B)(4).